Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the meter was not returned with the pump. The pump history shows the last bolus and the last basal were delivered on (B)(6) 2014. The pump history shows no alarms outside the range of normal patient use. The basal and boluses add up appropriately to total the total daily dose. The pump was delivering accurately until the last date used. Pump successfully passed a delivery accuracy test and was found to be operating within required range and delivering accurately. Investigators were unable to duplicate reported complaint. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2014, reporting that the patient¿s blood glucose (bg) was 600mg/dl since last night with nausea, vomiting, lethargy, severe thirst and urination. The reporter stated that the patient¿s site was changed last night and the cannula was bent. The patient had no changed site since (B)(6) 2014. The patient bolused and the bg remained high. The reporter stated that the patient had been in bed all day. The reporter stated that they were going to take patient to the emergency room. This report is being made due to the hyperglycemic event the patient experienced.